Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Upon inspection of the attune knee instrument sets, hospital spd staff noticed that fixed reference femoral sizers were cracked on the side of the red adjustment knob. All three instruments experienced the same breakage.

Manufacturer narrative:
Examination of the returned devices confirms the reported event of adjustment knob damage. It should also be noted the absence of the white markings which was not reported. Knob damage-the failure of the size locking knob is due to the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from (B)(4) per (B)(4) as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation however a complete reduction in stresses is not achievable. Missing lettering-complaint database search identified similar complaints received previously on the provided product code. The previous investigations found the ink appearing to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. The design team identified that although the ink coming off must be frustrating to the surgeon / theatre staff, the inks are biocompatible and thus pose no patient risk. New device has been completed to replace the ink with an alternate marking method. See new product code 254400525. The new design (254400525) has been released and is now available. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. The failure of the size locking knob is due to the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per (B)(4) as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.